Event description:
A report was received that the patient¿s leads were explanted due to infection. The physician assessed that the infection was due to the patient¿s trip out of the country less than one month after the implant procedure. The patient¿s ipg was left implanted.

Event description:
A report was received that the patient¿s leads were explanted due to infection. The physician assessed that the infection was due to the patient¿s trip out of the country less than one month after the implant procedure. The patient¿s ipg was left implanted.

Event description:
A report was received that the patient¿s leads were explanted due to infection. The physician assessed that the infection was due to the patient¿s trip out of the country less than one month after the implant procedure. The patient¿s ipg was left implanted.

Manufacturer narrative:
Additional infomation was received that the symptoms of the infection were redness, fever and high c-reactive protein (crp) in the blood.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot#: (B)(4), description: linear 3-4 lead, 50cm. The explanted leads were not returned to bsn as they were kept by the medical facility.